Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Inlet pressure (ip) was -7psi, circulation pump command (cpc) was 34 percentage, mixing pump command (mpc) was 0, heater was 34 percentage water reservoir level (wrl) was 5, system hours were 3307.2 and pump hours were 1822.5. Walked through stop therapy, empty pads and drain 16 ounces of water from right drain port. Called back 30 minutes later, water temperature (wt) was 38.6c, patient temperature (pt) was 34.2c (esophageal) and 3 bars trending upward on tdi. Advised to call back with any questions or concerns. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the arctic sun device was not warming patient as expected. Patient temperature (pt) was 33.9c, water temperature (wt) was 33.3c. Walked through event log and device alerted 113 reduced water temperature control over five times. Patient temperature (pt) was 33.9c, targeted temperature (tt) was 36.5c, water temperature (wt) was 33.3c, water flow rate (wfr) was 0.7 l/m rewarm rate 0.5c/hr. Patient temperature (pt) started rewarming at 6:30am with temperature of 33.5. System diagnostics showed that the outlet monitor temperature (t1) was 34.6c, outlet control temperature (t2) was 34.9c, inlet temperature (t3) was 35.2c, chiller temperature (t4) was 4.4c, water flow rate (wfr) was 0.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 34 percentage, mixing pump command (mpc) was 0, heater was 34 percentage water reservoir level (wrl) was 5, system hours were 3307.2 and pump hours were 1822.5. Walked through stop therapy, empty pads and drain 16 ounces of water from right drain port. Called back 30 minutes later, water temperature (wt) was 38.6c, patient temperature (pt) was 34.2c (esophageal) and 3 bars trending upward on tdi. Advised to call back with any questions or concerns.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the arctic sun device was not warming patient as expected. Patient temperature (pt) was 33.9c, water temperature (wt) was 33.3c. Walked through event log and device alerted 113 reduced water temperature control over five times. Patient temperature (pt) was 33.9c, targeted temperature (tt) was 36.5c, water temperature (wt) was 33.3c, water flow rate (wfr) was 0.7 l/m rewarm rate 0.5c/hr. Patient temperature (pt) started rewarming at 6:30am with temperature of 33.5. System diagnostics showed that the outlet monitor temperature (t1) was 34.6c, outlet control temperature (t2) was 34.9c, inlet temperature (t3) was 35.2c, chiller temperature (t4) was 4.4c, water flow rate (wfr) was 0.7 l/m , inlet pressure (ip) was -7psi, circulation pump command (cpc) was 34 percentage, mixing pump command (mpc) was 0, heater was 34 percentage water reservoir level (wrl) was 5, system hours were 3307.2 and pump hours were 1822.5. Walked through stop therapy, empty pads and drain 16 ounces of water from right drain port. Called back 30 minutes later, water temperature (wt) was 38.6c, patient temperature (pt) was 34.2c (esophageal) and 3 bars trending upward on tdi. Advised to call back with any questions or concerns.